Manufacturer narrative:
Preliminary analysis showed that the reported behavior was related to a programmer software issue (display issue). This issue has no impact on device operation.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, a sudden drop was observed at the end of the heart rate curve. The patient did not report any symptom.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, a sudden drop was observed at the end of the heart rate curve. The patient did not report any symptom.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, a sudden drop was observed at the end of the heart rate curve. The patient did not report any symptom.